Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. The following reportable events were also identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, and the outer tube (thermistor) is broken. Based on the completed investigation, the broken outer tube led to the reported fog free function err 104. The root cause was not established; however, it is likely attributed to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported a fog free function err 104 during an unspecified therapeutic procedure involving an olympus gynecologic laparoscope. There was no patient injury reported.